Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a sales representative reported via (B)(4) that the ar-9621-30t 30mm tap broke while in use inside the patient. The broken piece was not retrieved. This issue was discovered during a reverse total shoulder procedure. The procedure was able to be completed by proceeding with implanting the baseplate.